Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin had a keypad anomaly. Customer's blood glucose was unknown at the time of incident. Customer also mentioned that the insulin pump had an electrostatic discharge alarm. No troubleshooting was performed. The customer was advised that the insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump had unresponsive act button due to corroded keypad traces.